Event description:
Customer observed higher patient results with advia centaur intact pth (ipth) which are not in agreement with the clinical history of patients and calcium and phosphorous biochemical analysis. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur ipth results.

Manufacturer narrative:
Siemens filed MDR 1219913-2015-00050 on february 18, 2015 reporting that a customer observed higher patient results with advia centaur intact pth (ipth) which were not in agreement with the clinical history of patients and calcium and phosphorous biochemical analysis. April 7, 2015 additional information: siemens requested the samples testing but was not able to obtain them from the customer. Siemens reviewed the following information was provided by the customer. (B)(6). Siemens made the following observations on the patients' data: (B)(6)- since there is no sample available for testing, siemens cannot rule out an interferent in the patient sample as the root cause of the discordant result. The other sample results are slightly elevated and do not fit the clinical picture when used in conjunction with the calcium and phosphorus values. These samples are primarily from an elderly population. The normal range provided in the instructions for use was generated using 180 healthy individuals. The population used to generate the normal range in the instructions for use may not be representative of the patient population for this customer. The instructions for use states: as with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Manufacturer narrative:
The cause of the elevated advia centaur xp ipth results is unknown. Siemens is currently investigating the issue. The limitations section of the instructions for use states: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values."